Manufacturer narrative:
Alleged failure: drill bit sheared off during use. The failure(s) identified in the investigation is consistent with the complaint record. The probable root causes could be: 1) use of excessive force or 2) not running drill when removing bit from bone. The product was returned for investigation and the failure mode will be monitored for future reoccurrence. Manufacture date is not known.

Event description:
It was reported that the device broke during the procedure. All pieces were retrieved.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that the device broke during the procedure. All pieces were retrieved.